Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly. Customer's blood glucose level was 161 mg/dl. During troubleshooting with tandem technical support, the customer was able to reload the same cartridge onto the pump and resume insulin delivery. Reportedly, the customer has an alternate pump available as alternate insulin therapy.